Event description:
In this case, the customer reported that the avalon fm20 fetal monitor speaker was defective and had no sound. The device was not being used on a patient at the time of the reported event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
In this case, the customer reported that the avalon fm20 fetal monitor speaker was defective and had no sound. The device was in use on a patient at the time of the reported issue.